Event description:
It was reported patient controller (pc) displayed the message" replace generator, ipg has reached end of service" while attempting to place ipg into MRI mode. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A4: patient weight is unknown. B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.